Event description:
Procedure type: low anterior resection. According to the reporter: the trocar balloon broke during the case, the surgeon could not inflate the balloon. No pieces fell into the cavity, neither the operative time nor the incision size were extended and there was no add'l bleeding. No pt injury reported.

Manufacturer narrative:
(B) (4)